Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use of a disposable pressure transducer, inaccurate parameters were observed. There was no further information given in regards to expected versus displayed values. There was no allegation of patient injury. The device was available for evaluation. Patient demographic information requested but unavailable.

Manufacturer narrative:
Follow up with the customer indicated that the initial complaint of inaccurate values was incorrectly reported. The actual complaint description was that the disposable pressure transducer did not sense pressure. This is not a reportable event.